Manufacturer narrative:
External insulation abrasion exposing the outer coil caused by friction to the device can was noted at 10.1 cm to 10.5 cm from the connector pin. The etfe coating was intact at this location.

Event description:
It was reported that the patient presented in clinic for follow-up on an unknown date. It was noted that the right ventricular lead exhibited lead noise. The patient was dependent and was experiencing inhibition of pacing. The patient complained of presyncopy and dizziness. Noise was reproducible through isometrics. The lead was reprogrammed. The lead was later explanted and replaced. Besides the noise, the lead was electrically normal. It was noted that there appeared to be some insulation damage. The patient was stable before, during, and after the procedure.